Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the talar implant subsided on the posterior lateral side leading the heel to fall into valgus. The patient also has some heterotopic ossification that needs to be removed.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is no clear radiolucence or cysts visible. However, the CT supports the reported statement by the hcp, that there is a dorsolateral subsidence. That can be seen when scrolling through the ap-view. There is the condensed bone below the component and thus some subsidence/migration visible.¿ based on investigation, the root cause was attributed to a patient related issue. As reported by the surgeon, some underlying hindfoot valgus might have contributed to the problem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.¿ a review of the labeling did not indicate any abnormalities.¿ no indications of material, manufacturing or design related problems were found during the investigation.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery because the talar implant subsided on the posterior lateral side leading the heel to fall into valgus. The patient also has some heterotopic ossification that needs to be removed.